Event description:
Boston scientific received information that this right atrial (ra) lead was oversensing and had impedance measurements below 200 ohms. The physician elected to surgically abandon this lead. No adverse patient effects were reported. A new lead was successfully implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.